Manufacturer narrative:
The actual device has not been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions section of h6. A review of the DHR and the shipping inspection record of the involved lot#/product code combination was conducted with no relevant findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported the black coating partially stripped off the wire while being taken out of patient. There was no adverse effect to patient, or patient harm. The patient is doing well and was discharged from the lab. The procedure outcome was successful. Additional information was received on december 18, 2017. There was no coating left in the patient. It occurred during the procedure and noticed the issue as they were removing the wire from the catheter/sheath. There was no blood loss. A precision sheath and glidecath cg413 was used with the involved product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction. A device return date was inadvertently entered on the initial report. However, the device has not yet been received,

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date and the completed investigation. The actual device was returned for evaluation. Visual inspection revealed the urethane outer layer had been peeled off and rolled back in the distal direction. Inspection with the naked eye and under magnification revealed the following: the proximal end of the urethane outer layer had been moved to the distal extreme location of the device, there was a bump noted at approximately 180mm from the distal end the originally proximal end of ( equals the urethane outer layer), indicating that the original distal end of the device was located at this point, the proximal end of the roll-back of the peeled urethane outer layer was located at approximately 225mm from the distal end (equals the originally proximal end of the urethane outer layer), at approximately 320mm from the distal end (equals the originally proximal end of the urethane outer layer), where the proximal end of the urethane outer layer is normally positioned, the metallic component was confirmed to be in its place, there were not any anomalies, including a gap between the core wire and the metallic component or lifting of the metallic component from the core wire, and there was no break on the metallic component, the portion of the urethane outer layer rolled back in the distal direction and the urethane outer layer lying under the rolled portion were found to be adhering to each other too tightly to be separated from each other. This prevented the outside diameter of the urethane-coated segment from being measured. There is no evidence that this event was related to a device defect or malfunction. With the absence of the device used in combination with the actual sample to be evaluated, the cause of this complaint cannot be determined definitely.